Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the battery resulted in the system functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found that when connected to a known good uninterruptible power supply (ups) and allowed to fully charge, the ups shut down after two minutes and twenty one seconds. This occurred under battery power and with a load applied consisting of a 500w lamp. The battery should power the load for a minimum of three minutes. Analysis found that the reported event was related to a electrical issue.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was dying when unplugged from the wall after about a minute. The site left the system charging overnight and when they went to move it again today, the system died after a minute. No patient involved.

Manufacturer narrative:
Correction: initial reporter updated.